Event description:
The pt is reportedly experiencing sound quality issues, headaches, dizziness, and occasional pain around the implant site. Programming adjustments have been made, however this has not resolved the issue. Revision surgery is under consideration.